Manufacturer narrative:
This report is submitted on october 15,2021.

Manufacturer narrative:
This report is submitted on september 21, 2021

Event description:
The device was explanted (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.